Manufacturer narrative:
Analysis of the lead (lot # va1hsuk) revealed no anomalies. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported that after activating the secure clip on the stim loc, the physician removed the stylet then noticed that the lead was not being secured properly in order to retract from the drive unit without the risk of movement. They requested another lead and placed at the same target depth and secured with same clip without movement successfully. They also noted that the proximal rubber stopper was not present in the original lead kit. A possible cause of the issue was noted as lateral approach. The physician tried to reset one of the bone anchor screws to ensure the stimloc was not out of round. A second lead was implanted and secured. The issue was resolved. No patient symptoms or further complications were reported as a result of this event.